Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and the buttons were unresponsive. The blood glucose reading was in the 400s mg/dl. Advised the caller to remove the battery and to insert a new battery, but the frozen display continued with the time clock not advancing. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response dur to poor connections with the dome switch at keypad trace. No frozen display observed. A cracked case, cracked battery tube threads, chew marks and scratches on display window noted.